Manufacturer narrative:
The reported issue that the customer is having to use basic infusion mode because the drugs they are using are not in their drug library was not able to be confirmed; no additional information as to the drug(s) in question and the associated data set have not been provided. Even though no product was received a device malfunction is not alleged or believed to have occurred. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
Drug library issues. It was reported that the customer is having to use basic infusion mode because the drugs they are using are not in their drug library.